Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: unk. Symptoms/ae: late access site bleeding; small hematoma. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, approx 3-4 hrs after the procedure while the pt was getting dressed for discharge, bleeding was noted at the groin site. The bleeding was arterial and manual compression was used to achieve hemostasis. The hematoma was described as small and was noticed after hemostasis was re-established. No treatment was required. There were no reported adverse pt effects. Though requested, no add'l info was available.